Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 mobile application shuts off unexpectedly. No additional patient or event information is available. Data was received but does not reflect full investigation window. Problem could not be confirmed. The root cause could not be determined.